Event description:
Pt was cardioverted in pacu using MFR's disposable defibrillator pads with adapter. Area reddened and very tender. Cardioversion was unsuccessful with pads. After switching to paddles, cardioversion was successful.